Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As rec'd, the belt failed incoming testing. Upon evaluation the green and black (pp+) wires were detached inside the distribution node (dn). The cause of the test failure is the open wires. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the belt cables. No adverse event resulted from the damaged electrode belt. The last person to use this battery pack did not report any deficiencies.

Event description:
Review of svc data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.